Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Inside magnets fall out/apart - oral-b toothbrush [device breakage]. Case narrative: relative/friend via phone stated that when the consumer brushes, the inside magnet of brush head fall out, and brush head fall apart. No injury was reported.